Event description:
The customer contacted physio-control to report that their device could not be powered on. They tried three different batteries in the device, but the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the switch panel did not function to power the device on. The switch panel land from the cable mounted plug connector, designator p5, socket 6 to the on switch was open at a land feed through, and the on switch could not close a connection to power on the device. A replacement device was provided to the customer under warranty.